Event description:
It was reported that the left ventricular (lv) lead had increasing and high impedance and triggered a lead warning. It was also reported that there was loss of capture noted on the lv lead. The lv lead was programmed off and the lv lead remains implanted. The lead alert was also programmed off. It was later reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having oversensing, varying and high impedance values due to a rv lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.